Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional info received indicated that the patient practiced aseptic technique when performing dressing changes and did not report any tension or trauma to the driveline. The patient was treated with intravenous vancomycin while admitted and continued treatment for seven more days after discharge before transitioning to an oral antibiotic. The patient was discharged on (B)(6) 2016. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Although, this patient practiced aseptic technique and did not report any tension or trauma to the driveline, the site did indicate that the exit site was hypergranulated upon presentation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient procedural, and pharmacological factors may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital with dizziness, granulation, and purulent drainage from the driveline exit site. He was being treated outpatient with topical dressing changes with the silver nitrate. Driveline swab results were (B)(6) and the patient was subsequently admitted for treatment with intravenous vancomycin. A gallium scan was performed. Results are pending. No further information was provided.